Event description:
New information received indicated that the noise was observed in the clinic. The right atrial (ra) exhibited noise oversensing that caused inappropriate mode switch. The patient was stable throughout.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced. The patient status was unknown.

Manufacturer narrative:
The reported events were noise and mode switch. The reported event of noise was not confirmed. As received, only the distal tip of the lead was returned in one portion for analysis. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted. Further analysis noted the inner insulation was damaged consistent with procedural damage.